Event description:
The customer reported to olympus, the light source had b30 scope communication error. The issue was found during preparation for use. The device was inspected. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported b30 communication error with many 190 scopes, 180 scopes were working fine. The customer confirmed that they powered down between scopes. During the call the customer tried 190 scopes with no messages. Tac recommended to the customer that one of the scopes they used had an issue and that he needed to make sure that the unit was actually powered down. The customer did not have the serial number on the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not identified. Olympus will continue to monitor field performance for this device.